Event description:
Additional information was received from the manufacturer representative. The manufacturer representative (rep) reported that they were unsure, as the patient's wife stated the information. The patient was receiving no new medication. The results of the MRI were unknown, and the rep was unable to determine. The resolution of the event was unknown, as the rep had not been contacted by the provider or hospital. The cause of the issue was unknown. It was unknown if the tiredness and the patient having been in the hospital was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (consumer, manufacturer representative, healthcare provider) regarding a patient who was receiving prialt with concentration 15.0 mcg/ml at a dose rate of .730mcg/day, and dilaudid (hydromorphone) with concentration .2mg/ml at a dose rate of .00973mg/day via an implantable pump. It was reported that the patient's wife stated that a pump refill occurred on (B)(6) 2023 and a new drug (dilaudid) was added. It was further noted that the physician told them on (B)(6)2023 that the patient would start to receive the new medication. On (B)(6) 2023 the patient became very tired. The patient went in to see the physician on an unknown date. The physician decreased the dose by 75% and directed them to the emergency room (ER). The patient had been in the hospital since. The pump logs showed (B)(6) 2023 programming steps and (B)(6) 2023 programming steps. The manufacturer representative was called on (B)(6) 2023 for post magnetic resonance imaging (MRI) pump check. A pump motor stall had occurred on (B)(6) 2023 at 12:44 followed by motor stall recovery the same day at 14:08. No changes were ordered or made to pump on (B)(6) 2023. Regarding factors that may have led or contributed to the issue, possible drug change was indicated. No surgical intervention occurred and no surgical intervention was planned. The issue was not resolved as of (B)(6) 2023. The patient's medical history and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# :(B)(4). Implanted: (B)(6) 2023. Explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.